Event description:
During a pulmonary vein isolation to treat an atrial fibrillation, a faradrive steerable sheath clear was selected for use. During aspiration after removal of dilator, it was noted that the sheath was sucking air in through the valve. The sheath was replaced, and procedure was completed without patient complications. The device is not expected to be returned as it was disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.